Event description:
The user facility reports a leak between the arterial chamber and cap. This was found during the first 15 min of treatment. A new line was set up to resume and complete treatment ebl = 300 cc. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.